Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Concomitant medical products: item number: 00801803201, item name: femoral head sterile product do not resterilize 12/14 taper, lot #: 61864044. Item number: 00771101120, item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 extended offset, lot #: 61894968. Item number: 00630505832, item name: liner standard 32 mm i.d. For use with 58 mm o.d. Shell, lot #: 60970336. Item number: 00620005822, item name: shell porous with cluster holes 58 mm o.d., lot #: 61825882. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-06445. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing elevated ion levels approximately 7 years post-implantation. Attempts have been made and no additional information is available at this time.